Event description:
It was reported, the patient experienced sub-acute ischemia 2 days after the angio-seal was placed. There were no problems when the angio-seal was deployed and the diameter of the artery was large enough. The patient underwent a femoral artery angioplasty with no other consequences.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.